Manufacturer narrative:
E1 address1: (B)(6). This supplemental report is being submitted to provide additional information, correction and the results of the legal manufacturer's final investigation. Corrected fields: e1 (B)(6). The device was returned to olympus repair center for the evaluation and reported problem was confirmed. Based on the results of the investigation, the most probable cause of the problem could not be established. Additionally, the following were found: main body water invasion, connector corrosion and adaptor corrosion, which are causes traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during an unspecified diagnostic procedure. The intended procedure was completed. The device was inspected prior to use.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head cable coating was broken. There was no report of patient harm.